Event description:
This procedure was performed in brazil. During femoral angioplasty, when the protégé everflex was released in the lesion place it suffered a twist and a shortening of its size. In addition there was difficulty in advancing it over the .035 wire. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.